Manufacturer narrative:
Certas valve (ID 828800pl) has been returned for evaluation. Device history record (DHR)- the product code 82-8800pl with lot 6489461 conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 7. The valve was visually inspected, and no defects noted. The valve was hydrated. The valve passed the test for programming, occlusion, leak, reflux and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. A possible root cause for the issue reported by the customer, could be due to an issue with the programmer, as the valve was received at setting 7, and not setting 8 as noted in the complaint. No overflow issues were noted with the valve.

Event description:
N/a

Event description:
A physician reported a certas valve (ID 828800pl) was implanted on (B)(6) 2023. A week after implantation, csf kept dripping from the valve, even though the valve was at setting 8 (virtual off). Surgeon was worried about over drainage, therefore, the valve was explanted and replaced on (B)(6) 2023.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Root cause update - no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. A possible root cause for the issue ¿valve was set at setting 8, virtual off. Csf kept dripping from valve.¿ reported by the customer, could be due to an issue with the programmer, as the valve was received at setting 7, and not setting 8 as noted in the complaint, another possibility could be the valve was implanted too deep, the over lying tissue was too thick for the programmer to function. As shown in the investigation report no overflow issues were noted with the valve.